Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined the device operated appropriately with no interruptions in therapy output. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant this left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements, measuring greater than 3,000 ohms. Testing through the pacing system analyzer (psa) also had high, oor pacing impedance measurements. The header was then removed and put back, retested and it was the same issue. It was noted that the vessel was very tight and took quite a bit of muscle to insert the lead. The physician did not suspect a lead fracture or connection issue. Additionally, thresholds were noted to be measuring 1.8 to 2.8 in different vectors. Subsequently, during the night impedances did decrease and the pacing vector was re-programmed for a better capture threshold. Impedance measurements were checked again the following day and were within range. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant this left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements, measuring greater than 3,000 ohms. Testing through the pacing system analyzer (psa) also had high, oor pacing impedance measurements. The header was then removed and put back, retested and it was the same issue. It was noted that the vessel was very tight and took quite a bit of muscle to insert the lead. The physician did not suspect a lead fracture or connection issue. Additionally, thresholds were noted to be measuring 1.8 to 2.8 in different vectors. Subsequently, during the night impedances did decrease and the pacing vector was re-programmed for a better capture threshold. Impedance measurements were checked again the following day and were within range. At this time, the system remains in service. No adverse patient effects were reported.